Event description:
It was reported that an asymptomatic patient presented in or for device change out. Externalized conductor reported. Insulation abrasion was visible near the yoke of lead. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.